Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Called the paramedics and she was hospitalized due to high blood glucose. The blood glucose reading was 1091 mg/dl at the time the paramedics arrived. Customer stated that she had a headache and her infusion set cannula was bent at the time it was removed prior to hospitalization. Nothing further was reported.